Manufacturer narrative:
An examination of the subject device by a lumenis technical specialist concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. Reasonable attempts by phone were made to obtain further information from the user facility for the reported events including patient information, treatment settings, sun exposure and test patch, however none was received other than the initial report. Therefore; lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment and to determine a cause. Should more information be reported a follow-up MDR will be filed.

Event description:
A user facility reported that a patient sustained a burn to the forehead of unknown serverity following treatment with a lumenis lightsheer duet laser, et handpiece. No report of serious injury was initally received at the time the patient event was reported.